Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd glass. Unable to verify frozen display, low battery alarm, no button response complaint and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments. The insulin pump passed the leak test. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly and low battery alarm on the insulin pump. Customer's blood glucose level was 152 mg/dl. Customer advised the time did not advance, low battery alarm occurred, the buttons were unresponsive and the battery was removed from the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.